Manufacturer narrative:
Findings: all buttons function properly however moisture damage was found on keypad traces. Pump was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was 124 mg/dl at the time of the incident. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.